Event description:
It was reported while using bd syringe luer-lok¿ 30 ml bulk pack luer lock tip 399 pieces were damaged and deformed. The following information was provided by the initial reporter: material no: 301033 batch no: 1215050. It was reported by the consumer 399 broken/damaged pieces. Damaged/broken: 399 pieces.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. It was reported there were black dots and broken or damaged pieces. To aid in the investigation, three photos were provided for evaluation by our quality team. Two of the photos show embedded degraded resin the in the product and the third photo shows a damaged part. No other defects or imperfections were observed. This defect could occur if there was a jam during the assembly process inducing damage to the part. A device history record review was completed for provided material number 301033, lot number 1215050. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the assembly process was performed. The settings were correct and the flow of product was good. To date, there have been no other similar events reported for this event. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. We will continue monitoring the complaint trend for the product and symptom. Probable root cause. It could be possible that during the assembly process a jam occurred and the part got damaged and not detected in the next processes. Verification of the assembly process was performed. Settings were correct. Flow of products was also good.